Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 365 mg/dl. The customer's other blood glucose was 400 mg/dl, 222 mg/dl. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer stated that reservoir lip ring was broken but reservoir was able to lock in place. The customer was wearing the insulin pump during the hospitalization. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will be returned for analysis.